Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated. Reportedly, the customer's bg meter registered a "high" reading. The customer delivered a correction bolus and used manual injections to address bg level. Reportedly, the customer thought that the suspected cause of bg level was due to the pump not delivering insulin. Review of the pump bolus history by tandem technical support showed that every bolus that had been delivered by the customer had been accounted for. The customer acknowledged the information provided and was satisfied.